Manufacturer narrative:
Received one speedband device with the velcro strap, irrigation catheter and an unused ligator head wrapped in its plastic package for analysis. A visual examination of the handle assembly found that the shank detached from the handle bracket, and was not returned with the device. The ultrasonic energy directors of the shank and handle bracket were properly melted and the joint appears to have been properly ultrasonically welded. The trip wire was kinked in several locations, completely removed from the handle assembly and was not secured in the handle assembly slot. The suture was broken with one section attached to the trip wire loop and the other section attached to the ligator head. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard and indents were felt. Based on the analysis performed and the information provided, the most probable root cause for the complaint event is handling damage.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during a variceal ligation procedure performed on an unknown date. According to the complainant, during preparation, the handle was broken. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The complainant was unable to report the device lot number; therefore, the manufacture date and expiration date are unknown. However, the complainant reported that the device was not expired. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during a variceal ligation procedure performed on an unknown date. According to the complainant, during preparation, the handle was broken. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.